Event description:
The customer reported that the red desat alarm did not go off.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the red desat alarm did not go off. The device was in use on a patient. There was no report of patient or user harm. A product support engineer (pse) reviewed the provided logs and noted that the customer set the alarm delay to 20 seconds and any limit violations that were resolved within 20 seconds were not escalated to desat alarms. The device was functioning as intended according to the setting configuration.

Manufacturer narrative:
Logs were received and forwarded to product support engineering for evaluation. Timeframe in question was between 08:00 and 09:30 on (B)(6) 2022. Further relevant information was requested, but no feedback was received until yet. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the red desat alarm did not go off.the device was in use on a patient. There was no report of patient or user harm.